Manufacturer narrative:
E1: phone ex (B)(6). One device was received for evaluation. Functional testing found was able be replicated when attached cassette and closed latched locked handle. The most likely cause of the reported error is faulty main board causing drifting readings on downstream occlusion (dso) value in main menu and fluid ingression found on dso sensor assembly. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette detect error. There was unknown patient involvement.